Event description:
It was reported that the customer was treated for low blood glucose levels by the paramedics. The caller stated that this occurred two to three weeks ago. The caller had no further details. The caller also reported a motor error alarm. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.